Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that holster broke causing set to pull out of the body. Customer's blood glucose was 480 mg/dl. Customer was requesting for holster to be replaced. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called in after receiving a phone call regarding the previously reported event. The customer stated that she has not had any issues since that event.